Event description:
It was reported that there was a leak malfunction during pre-use checkout resulting in loss of auxiliary oxygen. There was no patient involvement.

Manufacturer narrative:
GE HealthCare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.Block A: No report of patient involvement. Legal Manufacturer:GEHC Trout - 3114 N Grandview Blvd. USA Waukesha, WI 53188.